Event description:
It was reported that the second patient presented with left common femoral artery (cfa) stenosis. The supera stent was deployed at left cfa. However, at 46 months follow-up, the ultrasound showed occlusion of the supera stent. Reintervention was performed by using the percutaneous mechanical thrombectomy device and a drug-coated balloon for the supera stent. In addition, two reinterventions were performed at 48 and 55 months to treat the symptom of claudication. Additional information can be found in the article, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment article titled: "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience" b3, b6, d6a: estimated date d4- the UDI is not known as the part and lot number were not provided.